Event description:
Reportedly, the pt received shocks on (B)(6) 2013 and was admitted at the emergency room. The ICD was interrogated and therapies were disabled, pacing was reprogrammed at vvi 40min-1. Review of the episodes confirmed that the shocks were inappropriate and due to noise detection. Ventricular pacing impedance was found around 380 ohm but rv and svc continuity impedance was <200 ohm. Reintervention occurred on (B)(6) 2013 to replace the system (ICD and ventricular isoline defibrillation lead). The ICD will be returned to analysis. Case linked to sorin isoline lead sn (B)(4), MDR #1000165971-2013-00239.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.